Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump does not recognize the cartridge. This complaint is being reported as the alleged malfunction may affect insulin delivery.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During testing the pump load step stopped immediately at 205 units; the pump was able to prime for further testing. The force sensor was confirmed to be within calibration. The pump was opened and a force sensor circuit component on the printed circuit board was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).